Event description:
It was reported that patient underwent primary total hip replacement. The ceramic liner was fractured during the procedure. All the fragments were retrieved and cleared and changed to another liner to complete the surgery. The surgery delayed for more than half an hour. There was no patient harm. The patient is stable currently.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary : liner breakage intra-op. It was reported that patient underwent primary total hip replacement. The ceramic liner was fractured during the procedure(as the attached photo and video shows), then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The surgery delayed for more than half an hour. The patient is stable currently. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that the rim of delta cer insert has fracture into multiple pieces, fragments can be observed on the provided evidence with the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4511504 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4511504 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review : a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx54od product code: 121881754 lot number: 4511504 and no non-conformances or manufacturing irregularities were identified.

Event description:
Additional information received. The patient underwent total hip arthroplasty on (B)(6) 2024 (the specific patient's diagnosis and surgical reasons were unknown). During the surgery, the surgeon implanted delta ceramic molar liner and matching acetabular cup system product (with specific product model unknown), after placing the acetabulum, the liner was fractured during the impaction of ceramic liner, then the surgeon immediately removed all fragments and replaced them with the product of the same model to continue the surgery, and the subsequent surgery went smoothly. The surgical time was extended by approximately 30 minutes due to cleaning the liner fragment and surgical field. This event did not cause any other harm to the patient except for the prolonged operation time. The patient has been discharged smoothly currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.